Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implants to the bones.

Event description:
Index surgery: 2011. Revision due to glenoid and humeral loosening.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: 2011. Revision due to glenoid and humeral loosening.